Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. The representative discussed that if the device is programmed rv coil to can the measurements are low but within range. Technical services (ts) it was physician discretion but since getting in range values in rv coil to can should consider programming to this vector. The possibility of a defibrillation threshold (dft) test was discussed. This rv lead remains in service. No adverse patient effects were reported.